Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 383. Mg/dl and 417 mg/dl. The customer reported low battery alerts and no delivery alarms. The customer had symptoms of nausea and thirst, and constant urination. The customer treated the high blood glucose level with a manual injection. The customer¿s current blood glucose level was 138 mg/dl. The customer did troubleshoot the issues and found the insulin pump is working as designed. The insulin pump will not be returned for analysis.